Event description:
The user facility reported that a blood leak occurred during dialysis treatment on the fourth reuse of a dialyzer. On follow-up communication, the user facility reported that the blood in the circuit was not returned to the pt and that the unit was changed out for another dialyzer. There were no pt complications and the pt condition was noted as okay. Add'l event specific information was not available.